Manufacturer narrative:
H6: correction submitted to update e2324 to e232402. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having trouble with leakage and a lot of symptoms. The caller indicated that the patient called the hcp on 25-feb-2026 reporting that the bladder control was not satisfactory. When the caller spoke with the patient today, the patient indicated that they were not feeling the stimulation sensation, and the caller suggested that they turn up the amplitude to see if the patient could feel it. The patient would have an appointment with the managing healthcare provider at the end of this month. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller asked to have someone call the patient. Technical service specialist (tss) provided the caller with the phone number for patient services. The patient called in the next day and said that stimulation was turned off for 6 months. The patient said they turned stimulation back on, and it was working well until december or january when the patient started having issues. The patient said they had tried all 7 programs and increasing stimulation. The patient said the hcp suggested the patient called the manufacturer. The agent reviewed how to find program a, b, and c.